Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The instrument was found to have a blade broken. The blade broke at roughly 0.171¿ from the base. The broken piece was returned.

Event description:
It was reported that during a da vinci-assisted pancreatectomy procedure, the harmonic ace instrument's generator presented a "high pressure at the tip" message. This instrument could not work. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. No known impact or patient consequence was reported.